Event description:
Report rec'd of an overdelivery of procalamine. The pump was programmed to deliver a volume of 990ml at a rate of 60ml/hr. It was reported that approximately 1 1/2 hours after the procalamine was hung, the nurse returned to the pt's room and observed that the solution had completely infused. The customer does not recall if the pump alarmed. The pt's physician was notified and no new orders were given. The pt did not experience any adverse effects. Though requested, no further info was available.